Manufacturer narrative:
The device has not yet been received for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported there are air bubbles present throughout the patient line and luer lock. Customer's blood glucose level was impacted. Air bubbles were removed and customer was able to successfully resume insulin.